Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was admitted and medically prepped for the servicing procedure. A driveline splice repair was performed successfully.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the driveline associated with (B)(6) and the controller (B)(6) were not returned for evaluation. There was no evidence that (B)(6) had previously been serviced. A review of the pump¿s device history record confirmed that the associated device met all requirements for release. A review of the controller¿s device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. On-site inspection of the driveline cable, as well as visual evidence provided by the site, revealed cracks in the outer sheath, damage to the inner lumen, and damage to the white and blue wires at the location of the outer sheath cracks. In addition, the visual evidence revealed discoloration of the outer sheath and damage to a previous repair. Log file analysis revealed a motor start event recorded on (B)(6) 2019 at 10:57:55, in which the motor start parameters were atypical. Log file analysis also revealed an electrical fault alarm and a high watt alarm were logged on (B)(6)2024 at 16:14:41 and 16:14:43. An additional electrical fault alarm and simultaneous high watt alarm were then logged on (B)(6)2024 at 08:12:58. Review of the event log file revealed nine (9) reactivation events were logged between (B)(6)2024 at 16:14:37 and (B)(6)2024 at 21:13:43. The electrical fault alarms and reactivation events were due to an overcurrent condition in the front stator resulting in the pump running on a single stator (rear stator only). This likely triggered the subsequent high watt alarms, due to the increased power consumption required to run on a single stator. Further review of the event log file revealed three (3) additional reactivation events were logged on (B)(6)2024 at 17:10:26, 17:10:30 and 17:10:35, indicating an open phase on the front stator. In addition, two (2) controller fault alarms were logged on (B)(6)2024 at 05:25:42 and 09:54:34, indicating an issue with the internal battery. Log files also revealed that the controller had been in use for more than two (2) years. Additionally, log files revealed one (1) vad disconnect alarm, indicating a physical disconnection of the driveline from the controller, on (B)(6)2024 at 17:25:07, likely due to the reported exchange. As a result, the reported events were confirmed. A driveline splice repair was performed to mitig ate the reported conditions. Applicable risk documentation, experience with events of similar circumstances and the available information were considered; a possible root cause of the reported controller fault alarm event may be attributed, but not limited, to a r educed charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Based on the available information, the most likely root cause of the reported electrical fault alarms, high watt alarms, and observed reactivation events can be attributed to shorts in the driveline due to damage to the driveline cable wires; when the wires were left exposed, the wires may have come in contact with each other, which would trigger electrical faults due to a short circuit. The most likely root cause of the reported damaged inner lumen and driveline cable wires events can be attributed to handling of the device after the outer sheath damage left the inner lumen and driveline cables exposed. The most likely root cause of the observed sheath repair damage may be attributed, but not limited, to factors such as normal wear over time and/or improper handling. Based on historical review of similar events, the most likely root cause of the outer sheath cracks and discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impel ler interface during pump startup. Additional products: d1: controller d4: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-oct-2019 / serial #: (B)(6) d9: no h3: no h4: mfg date: 18-oct-2018 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) driveline cable was damaged. The driveline cable was noted to have several cracks on the outer sheath on the length of about 15 cm starting at the strain relief, directly after the strain relief and the inner lumen was gone. Wires were seen on the white and blue cables, the wiring damage resulted in a short on the front stator of the ventricular assist device. Review of logfiles revealed a motor start with atypical parameters. Also, the controller exhibited a controller fault alarm. The vad remains in use and the driveline was serviced. The controller was exchanged. No patient complications have been reported as a result of this event.